Manufacturer narrative:
The manufacturing records were reviewed for kit part number 195-160/ lot 196918 and there were no notes regarding broken, damaged or defective patient swabs found. The certificates of conformance were reviewed for kit part number 195-160/ lot 196918 and there were no notes regarding broken, damaged or defective patient swabs found. The receipt inspection was reviewed for patient swab part number pk002545/ lot p0686, lot p0691, lot p0696 and there were no notes regarding broken, damaged or defective patient swabs found. The current overall quantity of broken/damaged/defective patient swabs reported during the month of (B)(6) 2024 is 1. Based on the evidence available, the swabs are performing as expected. In conclusion, abbott diagnostics scarborough did not identify a product deficiency. The batch history record review (bhr) revealed that the product met acceptance criteria for release, and review of complaint trends against the kit lot for the reported issue indicates the product is within expected manufacturing quality limits. Abbott diagnostics scarborough does not support use of products beyond the labeled expiration date.

Event description:
The consumer reported that the swab from the binaxnow covid-19 ag self-test broke inside their nostril and became lodged while collecting a sample to test on (B)(6)2024. The consumer was able to remove the lodged swab from their nostril using tweezers and reported minor bleeding to their doctor who recommended monitoring; no further action was taken. No additional information was reported.

Manufacturer narrative:
The remainder of the investigation is in progress. A supplemental report will be provided pending completion, or upon receipt of new information.

Event description:
The consumer reported that the swab from the binaxnow covid-19 ag self-test broke inside their nostril and became lodged while collecting a sample to test on (B)(6) 2024. The consumer was able to remove the lodged swab from their nostril using tweezers and reported minor bleeding to their doctor who recommended monitoring; no further action was taken. No additional information was reported.